Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, atrial pacing and sensing would not work. When a pacing test was run, nothing was detected on the electrogram. The physician tried testing the lead with a new cable and the lead still didn't work. When a new lead was used, appropriate values were detected. The physician elected to complete the procedure with a new lead and the patient was stable following.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.